Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sodalime drain valve o-ring and breathing system rubber parts were recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a leak at low flow affecting mechanical ventilation. There was no report of patient involvement.